Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the remote follow-up report of (B)(6) 2013, associated with a critical alert contained inconsistent data. A warning message displayed for continuity problem was referred to svc coil instead of rv coil. An explanation is requested.